Manufacturer narrative:
(H3) the evaluation noted the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation. (D11) concomitant device: 1. Insert size 4 ps 11 (cn: 02-012-35-4011, sn: (B)(6). 2. Tibial tray trapezoidal cemented size 4 cn: 204-04-44, sn: (B)(6). The following section(s) have additional info: d4 (UDI number).

Manufacturer narrative:
Pending evaluation. Concomitant device: insert size 4 ps 11 (cn: 02-012-35-4011, sn: (B)(4)). Tibial tray trapezoidal cemented size 4 cn: 204-04-44, sn: (B)(4)).

Event description:
Aseptic tibial and femoral loosening. This event report was received through clinical data collection activities. The case report form indicates case was resolved with revision on (B)(6) 2019.